Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized due to hypoglycemia back in march. The customer stated that he experienced blood glucose levels greater than 500 mg/dl while he was working that day, and did not have an extra infusion set with him. The customer later changed the infusion set, and delivered a manual injection. The customer then experienced hypoglycemia, fell and hit his head, causing him to bleed. At that point the customer's wife called 911. The customer felt that the event was caused by a poor insertion device design. The customer stated that the adhesive on the infusion set gets stuck to the inside wall of the insertion device, and that causes the cannula to fold over during insertion. The customer has also sent letters and pictures to the ceo of medtronic minimed, expressing his concerns. Advised the customer that a replacement insertion device, infusion sets and reservoirs would be sent to him for his inconvenience. Nothing further was reported.